Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm ran the iabp unit through all specified leak tests as per the iabp service manual and all tests were within factory specifications. The stm noted that the customer had put a new helium tank on the iabp unit a week ago and the helium tank was still showing that it was full. The stm suspected that the customer may have had a leaking helium tank or a leaking seal. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the during a weekly check by the customer that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. The customer noticed the helium gauge was depleting. There was no patient involved; thus, no adverse event reported.